Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a patient advocate that the patient with this implanted lead passed away due to heart failure. The advocate alleged that the device didn't work and that the leads came apart, and that the device delivered therapy only one time. The advocate did not know the disposition of the device or leads, and provided no other details regarding the device, leads or cause of death. The patient's boston scientific field representative reported the last information the health care provider (hcp) had for this patient were the results of a remote monitoring interrogation; that interrogation showed everything was normal. The representative was not asked to interrogate the device or program it off following the patient's death, and had no other information regarding the device or allegation. Lead measurements were available up to three weeks prior to the date of the patient's death; review of those measurements showed no anomalies. Because device data for the three weeks prior to the date of death was not available, we are unable to determine whether the lead measurements remained normal and stable, and cannot confirm or refute the allegation.